Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over sensing and short v-v counts was noted on the right ventricular (rv) lead in the unipolar configuration. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.